Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in an unspecified vessel using the preclose technique prior to percutaneous correction of intrarenal abdominal aorta saccular aneurism procedure. Reportedly, when the plunger was removed, the "sutures did not come" with two proglide devices. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 21fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with two proglide devices via 6fr sheath were attempted in the right common femoral artery using the preclose technique prior to percutaneous correction of intrarenal abdominal aorta saccular aneurism procedure. A femoral angiogram was not taken. The sheath was upsized to 9fr and then a 21fr. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017: failure to follow steps/instructions - no femoral angiogram was taken. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.